Manufacturer narrative:
(B)(4). Patient weight was not provided.

Event description:
It was reported that dental implant tooth location #13 did not integrate and went to sinus. Implant was removed. And another implant will be replaced.

Manufacturer narrative:
One trabecular metal implant was returned for inspection. A visual inspection revealed a significant amount of wear and debris about the threads and collar. The internal drive feature is similarly worn and contains dark, sticky debris. The device matched print specifications where measured against drawing pd-tmtb11 rev c. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16. Information identified: warnings other relative warnings include steroid and anticoagulant treatment which may affect the surgical site, surrounding tissue, or patient¿s healing function. Exposure to long-term use of bisphosphonate drugs especially with chemotherapy may impact implant survival. Careful patient selection including consultation with the patient¿s physician is strongly recommended prior to implant treatment. Excessive mobility, bone loss, or infection may indicate the implant is failing. Any implant which appears to be failing should be treated or removed as soon as possible. If removal is necessary, curette any soft tissue from the implant site and allow site to heal as though it were an atraumatic extraction. Due to the metal conductivity, electrosurgery around the implants and intraoral abutment preparations without irrigation could result in tissue damage, patient injury and implant failure. Contraindications the 3.7mmd zimmer trabecular metal implants should not be placed in the molar region. Zimmer dental implants should not be placed if there is an insufficient volume of alveolar bone to minimally support the implant (minimum 1mm circumferential and 2mm apical). Implants placed in the maxilla should not perforate the sinus floor membrane. Poor bone quality, poor patient oral hygiene, heavy tobacco use, uncontrolled systemic diseases (diabetes, etc.), reduced immunity, alcoholism, drug addiction, and psychological instability may contribute to lack of integration and/or subsequent implant failure. Severe bruxism, clenching, and overloading, may cause bone loss, screw loosening, component fracture, and/or implant failure. Exposure to radiation and chemotherapy may impact health of the implant. Dental implant patients should be instructed to consult with their physician prior to undergoing such treatment options. No deviations were identified that may have contributed to the event. A singular cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: UDI: (B)(4). Report type: follow-up. Device evaluated by manufacturer: changed "no" to "yes."

Event description:
It was reported that dental implant tooth location #13 did not integrated and went to sinus. Implant was removed. And another implant will be replaced.